Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer high blood glucose between 300 mg/dl and 400 mg/dl at nights. It was also reported that customer had low blood glucose of 54 mg/dl. Caller declined transfer to helpline due to customer have appointment with healthcare professional.